Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before unspecified procedure, an error (e103) occurred. The error means that the light source of the subject device has broken down. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of omsc the following was confirmed; -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -omsc could reproduce the reported phenomenon. -there were dusts and corrosion on the rear panel of the device. -there was no abnormality inside the subject device. -there was no abnormality in the appearance of the power unit of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.